Event description:
Robotic needle holder noted to fray apart at tip of instrument. No pieces noted to come off, instrument removed from patient. No pieces noted in operative site. X-ray taken at end of procedure to verify.what was the original intended procedure?robot-assisted laparoscopic prostatectomy, bilateral nerve sparing.device #1is this a laboratory device or laboratory test?no.